Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10165. The patient ((B)(6)) has a dbs system which includes two lead extensions from different lots. It was reported high impedance values were identified on one of the patient's leads. In addition, the patient's dystonia symptoms have returned. X-ray imagery revealed a disconnection between the extension header and extension wires. The physician noted the connections to the ipg are intact. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.